Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 212 mg/dl. The customer was experiencing unexplained high glucose for several hours, and she was not able to bring down her glucose level. Troubleshooting was performed. The programming, time, and date were correct. The customer changed the infusion set to resolve the issue. Ran a fixed prime test and passed. The customer mentioned that the quick inserter does not lock. The customer stated that the insulin pump is functioning properly and was not willing to continue testing. The caller stated that she also tested on her own and the insulin pump delivers the insulin. No further info was provided.